Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The patient had episodes of hypoglycemia when she needed assistance of her husband. The patient had symptoms of shaking and speech disorder. The patient felt sick and was not able to measure her blood glucose at the time. However, she confirmed that there was no occlusion or warning failure on the infusion device. The customer did not lose consciousness, but she was assisted, her husband gave her sugar and managed to stabilize her.